Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report hypoglycemic event and no audio output on (B)(6) 2014. Patient care specialist reported patient missing a low reading and the cgm did not alert them. Paramedics were called. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).